Event description:
The complainant alleged that during a routine p.m. Performed by a biomed, the paddles would not discharge. The complainant indicated there was no pt involvement with this reported malfunction.